Event description:
It was reported by the affiliate that during a gastric sleeve resection procedure, by the first use the instrument was only cutting and not stapling, patient had to be converted to an open case. The hospital stay was extended because of the conversion to an open procedure. Patient is fine. One device and three cartridges will be returned for analysis.